Event description:
It was reported that the patient had her generator replaced prophylactically due to end of service. No allegation was made against the device. Product was returned to the manufacturer. Upon analysis, the device was found to be at expected end of service. The end of service condition was expected based on the battery life calculation (approximately -0.19 years remaining), the electrical test results and the bench evaluation. However, it was also found that there was an out of limit (high) supply pulsing current. Analysis found that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower r35 resistor value, the device met the specification requirements. The out of limit supply current could potentially be a contributing factor to the end of service condition; however, results of the battery life calculation and product evaluation confirmed that the end of service condition was expected.